Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was unable to obtain acceptable surface electrocardiogram (ECG) tracings. New cables were tried without success. It was also reported that the connector for the ECG cable was very loose. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the electrocardiogram connector on the link electronic module board was loose. The programmer was to be scrapped due to a lack of available parts for repair.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.